Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient presented with instability and pain in a total right knee. Index surgery was (B)(6), 2012. Radiographs suggested tibial subsidence and that was found to be the case intraoperatively. Revision. Tka was performed using triathlon ts components with press fit stems and a ps poly.